Manufacturer narrative:
(B)(4).

Event description:
The customer reported a broken battery. This symptom was later clarified by a philip field svc engineer who reported that the device can't detect the battery and when pressed the charge button, the device reboots automatically. There was no report of pt involvement.